Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd ultra-fine¿ pen needles were clogged and wouldn't deliver medicine during use. The following information was provided by the initial reporter: "patient informed us that 6 of 50 pen needles of art. 320524, lot 1040135 were clogged and wouldn't let liquid flow through."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that 6 bd ultra-fine¿ pen needles were clogged and wouldn't deliver medicine during use. The following information was provided by the initial reporter: "patient informed us that 6 of 50 pen needles of art. (B)(4), lot 1040135 were clogged and wouldn't let liquid flow through."